Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the front pulse wire between the dn and ECG 'b'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
Upon servicing electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) to report that the electrode belt failed the therapy electrode recognition test.